Manufacturer narrative:
The returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used. Donor inr: 2.9 inr and 2.8 inr. Donor hct: 38% and 45%. Testing results: donor #1: master lot / customer strip and meter 2.9 inr/ 2.9 inr. Donor #2: master lot / customer strip and meter 2.8 inr/ 2.8 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specification. Relevant retention test strips (lot 168935-12) were tested in comparison with the current master lot coaguchek xs pt test strip (lot 124158-80). For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred and retention samples were acceptable. None of the given treatments/medications are currently known to interfere with the accuracy of the test results.

Manufacturer narrative:
(B)(4)

Event description:
The customer stated they had issues with getting coaguchek xs meter serial number (B)(4) to power on and then received questionable results. The customer stated they tested two patients, but was unable to verify which result(s) belonged to each patient. It was found the date and time set for the meter was incorrect. In the meter memory: the result on (B)(6) 2000 at 12:08 was 3.1 inr. The result at 12:05 was 5.5 inr and the result at 12:03 was 5.2 inr. The customer also stated they received a result of 5.1 inr, but this result was not present in the meter memory. The customer stated they performed testing via a laboratory and the result for patient 1 was 4.8 inr and the result for patient 2 was 3.0 inr. The laboratory method was requested but was not known. There was no allegation of an adverse event. The patients were not anemic, no heparin therapy, no direct thrombin, no antiphospholipid antibodies. There was no new medication, no diet changes, no additional illness, and no bleeding or bruising outside the normal. A display check was performed and was acceptable. The suspect meter and strips were requested to be returned for further investigation.